Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 5 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was clogged. The following information was provided by the initial reporter: "consumer reported, no insulin flow when taking injection stated, it does prime but when she take injection, it stops before its completed dispencing and she has to use a second and sometimes 3rd pen needle to complete dosage"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was clogged. The following information was provided by the initial reporter: "consumer reported, no insulin flow when taking injection stated, it does prime but when she take injection, it stops before its completed dispensing and she has to use a second and sometimes 3rd pen needle to complete dosage".